Event description:
It was reported that during an intervention of esophagus procedure, the device locked out. To release the tissue between the jaws the instrumentalist forced the handle. The procedure was finished by manual suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one ec60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The reload was received partially fired 1/16. Upon evaluation of the reload, the one piece sled was noted to be damaged. No further functional testing could be performed due to the condition of the cartridge. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.